Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was loose and moving. Implant 19 was removed due to peri-implantitis and infection. Additional appointments / implant re-placement: not indicated. Symptoms as a result of the event: infection, inflammation & peri-implantitis.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The following sections have been updated: d4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G6: checked "follow-up". H4: device manufacturer date unknown / not provided .

Manufacturer narrative:
MFR report number was submitted and it was subsequently discovered that based on visual inspection, implant manufacturer found that dimensions for nint410 are out of specification. The length of the implant resembles a nint411. A follow-up was made to customer with regard to findings during product inspection. The office implant coordinator stated that information on pt. Chart was provided on per and the failed implant was returned. The implant coordinator could not provide any further information.

Event description:
No further event information available at the time of this report.